Event description:
It was reported that in-stent occlusion occurred. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. It was 50 mm long with a proximal reference vessel diameter of 5 mm and a distal reference vessel diameter of 5 mm. It was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation followed by placement of a 6 mm x 120 mm study stent. Following placement of the stent, artery dissection was noted post procedure. Due to this, an additional 6mm x 80 mm stent was placed. Later, the dissection was noted again post procedure. Hence, an additional 6 mm x 120 mm additional stent was placed. Following post dilation, residual stenosis was 0% with no post procedural complications. On (B)(6) 2018, the subject was discharged with aspirin and clopidogrel. On 04-feb-2021, the subject developed intrastent occlusion. No other action was taken to treat this event. It was further reported that the occlusion was superficial femoral artery at origin and intrastent with distal revascularization. The patient is asymptomatic, and no clinical or surgical treatment has been planned for now.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Initial reporter address 1 - (B)(6).

Event description:
It was reported that in-stent occlusion occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. It was 50 mm long with a proximal reference vessel diameter of 5 mm and a distal reference vessel diameter of 5 mm. It was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation followed by placement of a 6 mm x 120 mm study stent. Following placement of the stent, artery dissection was noted post procedure. Due to this, an additional 6mm x 80 mm stent was placed. Later, the dissection was noted again post procedure. Hence, an additional 6 mm x 120 mm additional stent was placed. Following post dilation, residual stenosis was 0% with no post procedural complications. On (B)(6) 2018, the subject was discharged with aspirin and clopidogrel. On (B)(6) 2021, the subject developed intrastent occlusion. No other action was taken to treat this event.

Event description:
It was reported that in-stent occlusion occurred. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. It was 50 mm long with a proximal reference vessel diameter of 5 mm and a distal reference vessel diameter of 5 mm. It was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation followed by placement of a 6 mm x 120 mm study stent. Following placement of the stent, artery dissection was noted post procedure. Due to this, an additional 6mm x 80 mm stent was placed. Later, the dissection was noted again post procedure. Hence, an additional 6 mm x 120 mm additional stent was placed. Following post dilation, residual stenosis was 0% with no post procedural complications. On 23-jan-2018, the subject was discharged with aspirin and clopidogrel. On (B)(6) 2021, the subject developed intrastent occlusion. No other action was taken to treat this event. It was further reported that the occlusion was superficial femoral artery at origin and intrastent with distal revascularization. The patient is asymptomatic, and no clinical or surgical treatment has been planned for now. It was further reported that in-stent occlusion occurred only one of the eluvia stent with lot number 20890480.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6).